Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted balloon was partially inflated. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no issues. Balloon concentricity met specification. With the syringe attached the balloon deflated passively with no issues in under 5 min: 3 min 37 sec. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was found that it slipped out of patient 3 days after insertion. Per follow up information received via ibc on 17feb2025, stated that the clinic nurse manager was unsure why it slipped out. It was reported that it slipped out by itself and there was no interference from patient, also reported that it slipped out 2 days after insertion and took some time to do own investigation by inflating the balloon and waiting to see if there¿s any deflation, but it seems there was none. Then reported about the event and pir was logged on the same day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was found that it slipped out of patient 3 days after insertion. Per follow up information received via ibc on 17feb2025, stated that the clinic nurse manager was unsure why it slipped out. It was reported that it slipped out by itself and there was no interference from patient, also reported that it slipped out 2 days after insertion and took some time to do own investigation by inflating the balloon and waiting to see if there¿s any deflation, but it seems there was none. Then reported about the event and pir was logged on the same day.